Event description:
The customer reported to baxter (B)(4) an extension set with luer lock adapter that was found to be leaking from the female end where it joins the needle . A different batch was then used and it occurred again. The condition occurred during set-up and there was no patient involvement. No patient injury or medical intervention was associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on (B)(6) 2010. An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a leak. A crack was identified on the female connector of the set which induced the reported leakage observed by the customer when priming. The root cause of this was attributed to a raw material issue as this part of the set is not manufactured at this site but purchased from another baxter manufacturing site. This product has been manufactured at this plant since 2006 and a raw material defect such as this had never been observed before until now; thus, it will be kept in the trending records that follow quality reviews to determine if further action is necessary. Our involved personnel in the production area were made aware of the reported defect. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.